Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the catheter was broken and remained inside the patient's body. The 45 degree bent target lesion was located in the mid left anterior descending artery(lad). A guidezilla guide extension catheter was selected for use. During procedure, the mid and proximal lad were ballooned using a non bsc device; however, it was observed after angiogram that a proximal vessel dissection occurred. A stent and guidezilla were attempted to be advanced to the mid lad and proximal lad respectively but both attempts were unsuccessful. The stent was eventually delivered to the mid lad. Balloon was inflated in the proximal lad to facilitate advancement of guidezilla and non bsc stents but still failed to advance. Upon withdrawing the guidezilla back into the catheter, the inner portion of the device was sheared off and was left in the proximal lad as observed under angiogram on multiple views. The guidezilla was taken out and it was noted that the distal part of the collar was deformed and cracked. Snaring was done to retrieve the device fragment but the attempt was unsuccessful. All stents that were not delivered were all accounted for. The procedure was terminated and the patient was sent back to the room; however, the patient still continued to complain of chest pain. In the morning of the following day, the patient was sent to open heart surgery for revascularization. The broken fragment was not removed but the vessel was bypassed. There were no further patient complications and the patient's condition was stable.